Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the sensor interface board was replaced, to resolve 1 event the soda lime container was replaced, and to resolve 1 event the flow valve was replaced.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced gas leaks. 1 event was reported for a leak in excess of 4.5l per minute preventing mechanical ventilation. 2 events were reported for an internal leak error preventing mechanical ventilation. These reports were received from various sources. Of the 3 events, 3 did not involve a patient.